Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the right atrial (ra) lead and pacemaker continued to exhibit high out of range pace impedance measurements. Additionally, loss of capture and oversensing on the ra lead resulting in pacing inhibition with less than 2 seconds asystole were also noted. An invasive procedure was performed. The ra lead was surgically abandoned and replaced and the device explanted and replaced as well. Additional information obtained from a local field representative indicated that the device migrated superiorly above the patient's clavicle and may have caused the lead to be crushed, although no crushed area on the lead was observed by the physician. Header connections were confirmed secure and the lead was not tested with a pacing system analyzer (psa). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high out of range pace lead impedance measurement greater than 2,000 ohms along with oversensing. No pacing inhibition noted. Further, atrial lead safety switch tripped to unipolar configuration due to the high impedance measurement. A review of the arrhythmia logbook showed noise under mode switching. The device was reprogrammed to vvi. Additional information indicated that the cause of the observation was not conclusively determined by imaging. The patient is scheduled for a follow up check in a months. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned.